Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was noted on (B)(4) transmission. Patient was asymptomatic. Recommended programming changes were not made, though patient notifier was programmed off. Patient was fine.

Event description:
New information received notes that the detection rate was reprogrammed.